Manufacturer narrative:
This report is filed on june 28, 2019.

Manufacturer narrative:
This report is submitted on may 20, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an extrusion of the receiver/stimulator which was secondary to an infection. The patient was re-implanted at the same surgery.